Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 3/10/2017. The fse found a defective diaphragm seal and replaced it. Fse ran calibration, quality control (qc), and precision with acceptable results. The instrument was verified as operational. There was no futher action required fron field service. The most probable cause of the reported event was mechanical failure of pump diaphragm.

Event description:
On (B)(6) 2017 a customer reported gradient errors with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.